Event description:
The customer experienced 20008 faults when trying to home the system. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.